Manufacturer narrative:
Concomitant medical product(s): a 5076-52 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient receives a "shock in the chest that lifts (the patient) six feet from the bed" from the cardiac resynchronization therapy defibrillator (crt-d) each month when the patient sends a manual remote transmission. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the physician's office that the device was interrogated subsequent to the patient's concern and no shocks had been delivered. The device was functioning normally.